Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a CABG on an unknown date and suture was used. During the procedure, the needle-suture was used for anastomosis of the femoral artery. When the surgeon was going to remove the needle from the suture for tying the suture, it was found that the needle had already come off the suture. The needle was found and retrieved. There were no adverse consequences to the patient. No additional information was provided.